Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic bilateral salpingo oophorectomy on (B)(6) 2012 due to right ovarian cyst & pelvic pain.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.